Event description:
Ous MDR - after an implantation time of about 21 months, the device was found to be eos. A full interrogation of the ICD was performed and according to the holter, the device had delivered a large number of shocks. The iegm readings suggested a possible lead fracture. The ICD was explanted and replaced. Though lead fracture could not be confirmed, a pacemaker lead was implanted as a pace/sense lead.

Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 21 months and 169 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the available iegm's showed that this large amount of 169 charging cycles was caused due to the detection of noise in the ventricular channel. The header of the ICD was visually inspected and revealed no anomalies. The set screws could be easily screwed in and out. There was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indication that they were tightened during the implantation. There was no indication of a material or mfg problem. Next, the sensing was performed and the device sensed the attached heart signals free of noise. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless amplitude and frequency. A defibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eos, resulted from excessive charging due to the detection of noise in the ventricular channel. However, the eos status was removed with a technical programmer and the ICD proved to be fully functional. There was no indication of a material or mfg problem.